Event description:
It was reported that this patient received one electric shock form this subcutaneous implantable cardioverter defibrillator (s-ICD) system. Technical services (ts) analyzed device episode data and found that the shock was inappropriate due to double counting of the patient's large premature ventricular contractions (pvc) while in the secondary vector. Reprogramming was discussed as troubleshooting. This system was reprogrammed to the primary vector. No additional adverse patient effects were reported. Currently, this s-ICD system remains in service.